Event description:
Distal portion of drill bit broke off in patient. Could not be removed.what was the original intended procedure?rt orif internal fixation of calcaneous.device #1is this a laboratory device or laboratory test?no.